Manufacturer narrative:
(B)(4). Please refer to the attached analysis report.

Event description:
Ventricular oversensing was observed in episodes stored in device memories. Subsequent ventricular pacing inhibition reportedly caused syncopes for the pacing-dependent patient.